Event description:
The customer reported a leak from the cartridge chemistry (cc) sample probe on their unicel® dxc 600 synchron® system with suppressed results (no results were generated) and probe obstruction errors generated as well. The customer was performing their daily startup and testing quality control to verify performance of the instrument when the instrument suppressed results and probe obstruction detection errors were generated. The customer described the volume of leaked fluid as approximately 50 ml of deionized water, contained to the instrument, from a loose fitting on top of the cc sample probe. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
Routine troubleshooting with beckman coulter (bec) customer technical support (hotline) appeared to resolve the issue and service was not initiated. The customer found a loose fitting which attaches tubing to the cartridge chemistry (cc) sample probe and tightened the fitting to correct the leak. (B)(4).